Manufacturer narrative:
Concomitant medical products: product ID 8832, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient. Product ID 8709, lot# j0056632r, implanted: 2000-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the pump implanted in 2007 started leaking so that¿s why that was replaced. Additional information has been requested, but was not available as of the date of this report.